Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was a loss of therapy. The patient noticed he had to use a catheter again. Not all the time but a little bit more than he would like to. The issues started within the last few days in (B)(6) 2016. The patient wanted assistance with adjusting the settings. The patient didn't know where his wife had put his patient programmer (pp) and he would rather wait until she was home to help. Troubleshooting could not be performed. The patient later reported that there was no medical procedure or electromagnetic interference (emi) that could be related but the patient had a fall about a couple weeks ago. He fell backwards on his right side. The patient did not know which side his implant was located, but his wife did.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.